Event description:
There was one endeavor sprint rapid exchange (rx) drug eluting stent implanted in the mid rca during index procedure. At 30 day follow up, patients worst angina status was reported as I per the (B)(6) of angina. It is reported that the patient suffered with atrial fibrillation and was treated with medication approximately 2 months post index procedure. At 3 month follow up patients worst angina status was reported as I per the (B)(6) of angina. It is reported that the patient suffered a new onset of bradycardia necessitating pacemaker implant approximately 4 months post index procedure. At 6 month follow up, patients worst angina status was reported as I per the (B)(6) of angina. It is reported that approximately 8 months post index procedure the patient suffered a spontaneous gastrointestinal (gi) bleed. The patient was hospitalized for black stools, it was revealed that the patient had bleeding duodenal ulcer which was treated with epinephrine and endo clip. A prbc transfusion of 4 units was also required. It is reported that the patient recovered with treatment. Investigator has indicated that event was not related to study stent or procedures. Patient was taking aspirin and clopidogrel 24 hours prior to the event. At 9 month follow up patients worst angina status was reported as I per the (B)(6) of angina.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (haemorrhage).